Event description:
It was reported that during a da vinci si sacrocolpopexy procedure, the surgical staff allegedly noticed that the mega suturecut needle driver instrument had a broken wire. No patient harm or adverse outcome was reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation results confirmed the alleged issue of a broken wire. One grip close cable was found to be broken at the distal idlers. The idler pulley was able to spin freely and was not damaged. A cable segment was observed to be sticking out at the instrument's wrist. Other cables at the wrist were not damaged. Engineering evaluation also found an indentation on the edge of the distal pulley. The customer reported complaint does not itself constitute a MDR reportable event; however the reported broken cable issue if to recur could cause or contribute to an adverse event.